Manufacturer narrative:
The actual complaint product was not available to be returned for evaluation. A review of the device history record is in progress. 4581- appropriate term/code not available- decreased heart rate all information reasonably known as of 03 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patients. This is the second of two reports. Refer to 8030647-2025-00002 for the first report it was reported, a new 6french endotracheal tube (ett) ballard was placed; however, when an attempt to suction the neonate was made the catheter kept popping off of the y piece (would not pass the y interface), which resulted in circuit pressure loss in the ventilator circuit. The fellow respiratory therapist (rt) replaced the y piece from a 5f ett ballard package and attempted to push the 6 french catheter into the new y piece, this fixed the y piece obstruction; however, the 6f ballard continued to pop out of the y piece which lead to pressure loss. The rt placed the 5 french catheter and it passed with success; the baby was suctioned orally via the ett; the neonates heartrate and saturations returned to baseline and their vitals went down for 2 minutes.

Manufacturer narrative:
4581- appropriate term/code not available- decreased heart rate. Photographic /video evidence, provided by the reporter, was reviewed and confirmed the event as reported. The actual complaint product was not available for return; however, as this is a known device problem evaluation of the device was not necessary. The root cause is traced to the manufacturing process; measures are in place to prevent the issue from reoccurring. The device history record for lot 30327327 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced two different incidences, which were associated with separate units, involving the same patients. This is the second of two reports. Refer to 8030647-2025-00002 for the first report. It was reported, a new 6french endotracheal tube (ett) ballard was placed; however, when an attempt to suction the neonate was made the catheter kept popping off of the y piece (would not pass the y interface), which resulted in circuit pressure loss in the ventilator circuit. The fellow respiratory therapist (rt) replaced the y piece from a 5f ett ballard package and attempted to push the 6 french catheter into the new y piece, this fixed the y piece obstruction; however, the 6f ballard continued to pop out of the y piece which lead to pressure loss. The rt placed the 5 french catheter and it passed with success; the baby was suctioned orally via the ett; the neonates heartrate and saturations returned to baseline and their vitals went down for 2 minutes.